Event description:
During cataract extraction and lens insertion of the left eye the trailing haptic of the new iol (intraocular lens) broke off during insertion from the optic of the lens. The trailing haptic was removed from the surgical site as well as the lens. A new lens was inserted.